Event description:
It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter blood leaked from a pin hole at the root of the catheter after puncture. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: after punctured, blood leaked from the root of the catheter.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided. Bd received a 22ga insyte autoguard bc unit consisting of a fully retracted needle-barrel assembly with a needle cover inside and open package from lot number 8298609 along with a catheter adapter assembly. Through the visual/microscopic evaluation the unit displayed damage in the form of a hole/cut right above the nose of the adapter on the catheter tubing. The pictures displayed similar findings to that of the returned unit. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter blood leaked from a pin hole at the root of the catheter after puncture. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: after punctured, blood leaked from the root of the catheter.